Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e216 scope communication error and the screen become noised. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image scope communication error (b30). Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Also, for the image scope communication error (b30), the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.